Manufacturer narrative:
Complaint conclusion: during a plain old balloon angioplasty (poba), a saber balloon catheter (rx6mm4cm155) was delivered to the lesion and inflated to 12 atmospheres (atms). Additional inflation of the lesion was necessary, but the device encountered resistance while being reinserted through a non-cordis sheath. The device was replaced with a new saber balloon catheter (51006002l) which was able to be inserted and inflated the lesion at 16 atms. Initially, an ipsilateral approach was made from the right common femoral artery to the lesion in the middle part of the right superficial femoral artery using a non-cordis sheath. An unknown guidewire crossed the lesion which had in-stent restenosis of a smart stent (6*80). The procedure was completed. There was no patient injury reported. No other information was reported. Case- (B)(4). A non-sterile unit of product ¿saber rx6mm4cm155¿ was received coiled inside of a plastic bag, the unknown csi mentioned at the complaint was not included. The part was removed from the plastic bag to do a first visual inspection without any optical magnifying device. A kinked/bent condition was observed at 18.5 cm from the distal tip end. The balloon was received without be inflated with an unknown substance at its interior. The balloon was previously inflated and it was no longer pleated. No other anomalies or damages were observed at the returned device. A functional test could not be performed due to balloon being previously inflated and it was no longer pleated. A dimensional analysis was performed to verify the correct balloon proximal seal od, and results were found within specification. A device history record (DHR) review of lot 17678625 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿pta/ptca system- resistance/friction-outer body¿ was not confirmed due to the dimensional analysis results for proximal seal od were found within specification. However, a kinked/bent condition was observed on the body of the catheter. Although, the exact cause for the kinked/bent condition could not be determined. The IFU instructs any product with damage to not be used. Based on the device history record review and the investigation performed, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. (B)(4). The device was not returned for analysis. Product history review (phr) could not be performed since complaint lot is unknown. The reported ¿in-stent peripheral artery restenosis¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause of the restenosis could not be conclusively determined during the analysis. Based on the limited information available for review, patient and procedural factors may have contributed to the reported event. As per the instructions for use, which is not intended as a mitigation, ¿potential adverse events/complications: procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: abrupt stent closure, intimal injury/dissection/rupture/perforation, restenosis of the stented segment, stent malapposition, and stent migration. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a plain old balloon angioplasty (poba), a saber balloon catheter (rx6mm4cm155) was delivered to the lesion and inflated to 12 atmospheres (atms). Additional inflation of the lesion was necessary, but the device encountered resistance while being reinserted through a non-cordis sheath. The device was replaced with a new saber balloon catheter (51006002l) which was able to be inserted and inflated the lesion at 16 atms. Initially, an ipsilateral approach was made from the right common femoral artery to the lesion in the middle part of the right superficial femoral artery using a non-cordis sheath. An unknown guidewire crossed the lesion which had in-stent restenosis of a smart stent (6*80). The procedure was completed. There was no patient injury reported. The device was clinically used and will be returned for analysis.